Event description:
It was observed that during the device evaluation, the camera head exhibited that the main body has a watertight defect, and the main body is cracked. There was no patient involvement.

Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the main body of the product is cracked, so it is likely that the airtightness could not be maintained, and moisture entered the interior, resulting in flooding of the main body. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.